Event description:
It was reported that the aneurysm ruptured and the physician related to this device. No other information was provided.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the aneurysm ruptured and the physician related to this device. In the physician's opinion, the event was related to "huge elongation of the vessels, lots of "slack" in the system." No other information was provided regarding the patient's condition.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the aneurysm ruptured and the physician related to this device. No other information was provided.